Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient went into the hospital on the report date with decreased mental status, a fever and an elevated white blood cell count. A central nervous system infection was suspected and a catheter explant was planned. The reporter wanted information on converting to oral medication. The device system was used to deliver baclofen.